Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and historical performance of architect intact pth reagent lot 02719l000. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 02719l000 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02719l000 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ipth reagent, lot 02719l00.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-74 that has a similar product distributed in the us, list number 8k25-27/29.

Event description:
The customer observed falsely elevated architect intact pth results on one patient. The results provided were: initial intact pth result=8.56 pmol/l /repeated on roche platform=6.33 pmol/l. Abbott reference range=1.59 pmol/l to 7.24 pmol/l. Roche reference range=1.6 pmol/l to 6.9 pmol/l. There was no reported impact to patient management.